Manufacturer narrative:
(B)(4). This lot was manufactured june 1, 2015 to june 2, 2015. The device was received for evaluation. Visual inspection was performed and identified a black mark on the filter of the device. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a black mark on the filter of the small volume intermate. The particulate matter was identified after the device was compounded with daptomycin, during the storage of the device. There was no patient involvement. No additional information is available.